Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that they forgot to remove the insulin pump before entering the swimming pool. The insulin pump got wet and alarmed button error. The insulin pump then shut down. The customer attempted to dry the insulin pump but it did not work. Customer's blood glucose level was not reported. The device was not returned.